Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, implanted: unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a clinical study on (B)(6) 2018. It was reported now that the event was related to the device or therapy and resulted in in-patient hospitalization.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via clinical study regarding a patient in belgium who received unknown baclofen at an unspecified concentration and dose via an implantable pump. The indication for use, primary/baseline indication was spasticity. It was reported that on (B)(6) 2018 a side port aspiration, permeability of the catheter, occurred in which only a few milliliters (ml) could be collected. Further, 0.4 cc of cerebrospinal fluid (csf). Further, it was reported that ¿there can no longer be aspirated¿. Aspiration through ¿the attachment¿ was attempted. They tried to flush but it did not work. A catheter dysfunction was noted. On (B)(6) 2018 the patient reported to have constant pain in their legs, but not the spasticity they used to have. A side port aspiration noted barely 2 cc. As concluded, a catheter dysfunction was still present. A baclofen catheter replacement was scheduled for (B)(6) 2018. The catheter appeared to be ¿unconnected¿ and the pocket was full of moisture (baclofen solution as presumed by reporter). A catheter disconnection at the pump was reported in which the catheter was explanted/not replaced on (B)(6) 2018. It was further reported upon clarification request for ¿explanted/not replaced¿ that ¿the catheter was not connected in previously procedure, today they connected the catheter¿. As confirmed, the catheter is still in the body. The etiology as reported noted this was not related to the device or therapy but related the implant procedure of the catheter, specifically the catheter connection. The lot number of the catheter was not known, no model number either but the catheter was reported as an ¿old catheter¿. The issue was reported as resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated. Additional information was received. The pump was implanted on (B)(6) 2018. The "previous procedure" mentioned was referring to the implant procedure of (B)(6) 2018. When asked why the catheter was not connected to the pump in the previous procedure, the response was "error."